Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" message upon powering on. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message," which was confirmed during the functional testing and the archive data review. The root cause of the system error was the drive train motor brake gap was too wide and out of specification, likely attributed to the device's aging. Per design, this caused the autopulse to stop functioning with a system error. The autopulse platform was manufactured in 2009 and is over 14 years old, well past the expected serviceable life of five years. Upon visual inspection, unrelated to the reported complaint, one end of one of the head restraints was noted to be cut off, likely attributed to user mishandling. The patient head restraint wire could have been cut to free the patient from the platform, or the user could have been lifting the platform by holding the head restraints. Missing or cut-off head restraints do not render the autopulse platform non-functional. The top cover needs to be replaced to address the observed physical damage. In addition, unrelated to the reported complaint, scratches on the ui membrane were noted, likely attributed to wear and tear or user mishandling. The ui membrane was replaced to address the observed physical damage. The archive data indicated user advisory (ua) 17 (max motor on time exceeded during active operation) and system error 139 (unable to hold compression position), thus, confirming the reported complaint. The autopulse platform failed functional testing due to a "system error, out of service, revert to manual CPR" message" displayed upon powering on, thus, confirming the reported complaint. The drive train motor brake gap was adjusted within the specification to address the reported system error, and the ua17 observed in the archive. A load cell characterization test confirmed that both cell modules function within the specification. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).